Manufacturer narrative:
The manufacturer previously reported an alleged issue related to a CPAP device's sound abatement foam and that there was no report of patien harm or injury. After review, it was determined that the patient was diagnosed with asthma. Patient also states taking benadryl for itching, and often getting ear infections.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.